Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it being unable to maintain fio2 levels was confirmed. Ventec replaced the metering valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the metering valve.

Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that the ventilator was unable to maintain fio2 (fraction of inspired oxygen) levels. There were no reports of patient involvement associated with the reported event.